Manufacturer narrative:
Retainer ring = missing. Customer complained about having no motor movement or negligible movement. Retries to free a stuck motor failed alarm on (B)(6) 2021. The thus download was successful. Pno motor movement or negligible movement. Retries to free a stuck motor failed alarm found in the pump history/trace download on (B)(6) 2021 at 22:29:24 o'clock and at 22:31:45 o'clock. (5) pump error 38 alarm found in the pump history/trace download on (B)(6) 2021 at different times: 8:11:01, 8:11:25, 8:11:49, 8:12:20 and 8:22:00 o'clock. Pump was received with missing reservoir tube o-ring and missing reservoir retainer. The p-cap does not lock properly into place. Reservoir unable to lock into place due to missing reservoir tube o-ring and missing reservoir retainer. Pump was received with no motor movement or negligible movement. Retries to free a stuck motor failed alarm during rewind test. Unable to perform drive tests due tono motor movement or negligible movement. Retries to free a stuck motor failed alarm. Unit was cut opened, inspected and tested. Corroded motor home switch found. No visible physical damage or moisture damage noted on the electronic assemblies. Replaces a test motor and power up and reperform rewind test. The test motor functioned properly and passed the rewind test. In conclusion, pump was received with no motor movement or negligible movement. Retries to free a stuck motor failed found in the pump history and during rewind test due to corroded motor home switch. Cosmetic damage found and the p-cap does not lock properly into place. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. The customer stated that were able to clear alarm and able to complete rewound the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.